Manufacturer narrative:
Age at time of event: 18 years or above. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal and mid left anterior descending artery. A 3.50x38mm promus element drug-eluting stent was advanced for treatment. However, it was found that the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.